Manufacturer narrative:
Please note: cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. In summary, this patient experienced a type a intimal dissection during stent implantation in the mid-lad. The lesion was described as a 90 %, 20mm, de novo, moderately calcified, b2 type stenosis. The lesion was predilated with a 2.0 x 15mm balloon inflated to 12 atms. Two cypher select plus stents, a 2.25 x 18mm and a 2.25 x 23mm, were implanted. The 2.25 x 18mm was deployed to 10 atms, electively. The 2.25 x 23mm was deployed to 12 atms and was positioned to cover a type a dissection. It is unclear if this dissection occurred during balloon predilation or if it occurred during the implantation of the 2.25 x 18mm cypher select stent. The 2.25 x 23mm stent was post dilated with a 2.0 x 15mm balloon to 16 atms to ensure full stent expansion. Residual stenosis following the procedure was 10% with timi iii flow noted through the vessel. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. In conclusion, vessel dissection is a known and anticipated complication of coronary stenting, and as such, is listed as a potential adverse event in the cypher select plus instructions for use. The relationship of the dissection to the cypher select stent is not clear and the exact cause of this reported event cannot be conclusively determined. There are lesion factors (moderate calcification) that may have contributed to this event.

Event description:
This male patient with a history of previous coronary angioplasty (non-target vessel), hyperlipidemia and smoking was admitted for coronary evaluation due to a positive nuclear stress test. The patient was currently taking aspirin, plavix, statins, and ace inhibitors. All labs prior to procedure were within normal limits. Angiography revealed a 90 %, 20mm, de novo, moderately calcified, b2 type lesion in the mid left anterior descending artery (lad). Aspirin and a loading dose of plavix (300mg) were administered. No heparin or gpiibiiia inhibitors were administered. The lesion was predilated with a 2.0 x 15mm balloon inflated to 12 atms. Two cypher select plus stents, a 2.25 x 18mm and a 2.25 x 23mm, were implanted. The 2.25 x 18mm was deployed to 10 atms, electively. The 2.25 x 23mm was deployed to 12 atms and was positioned to cover a type a dissection. It is unclear if this dissection occurred during balloon predilation or if it occurred during the implantation of the 2.25 x 18mm cypher select stent. The 2.25 x 23mm stent was post dilated with a 2.0 x 15mm balloon to 16 atms to ensure full stent expansion. Residual stenosis following the procedure was 10% with timi flow noted through the vessel. The patient was discharged home after two days hospitalization with orders for daily administration of aspirin, plavix (12 months duration), statins, and ace inhibitors. Cardiac enzymes measured through discharge were within normal limits.